Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose and diabetic ketoacidosis. The patient's blood glucose exceeded 600 mg/dl. She was hospitalized for 6 days: three in the ICU and 3 on the main floor. She was put on an IV. The customer stated that her infusion sets were not working, and when she primed insulin would not come through the tubing. The insulin pump was not returned or replaced.